Event description:
On (B)(6) 2012 customer reported that the cartridge chemistry (cc) sample probe, on the dxc 600 pro instrument, leaked from the collar wash onto to the sample wheel cover. The amount of the leak was undetermined. Customer also stated that the instrument experienced modular chemistry (mc) and cc level sense and sample probe vertical errors. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced a defective wash collar waste evacuation valve. Fse also removed debris from the mc sample syringe barrel and the mc sample probe. This resolved the issue. The service activity performed was verified to meet the specified requirements per established procedures.

Manufacturer narrative:
(B)(4).